Event description:
The customer reported greenish, bloody fluid (15-20 ml) below the needle bellows on their coulter coulter lh 500 hematology analyzer instrument with partial aspiration errors on controls. The leak was not contained within the instrument. The customer was unable to isolate the source of the leak. The customer bleached the aspiration needle, performed a disinfect cycle, but the issue persisted. The needle bellows and the aspiration pathway may contain blood, controls, diluent, during normal operation; cleaner during shutdown. The customer was wearing personal protective equipment (ppe) consisting of a glasses, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found and removed a plug from vacuum system and flushed the vacuum system. The customer had replaced the needle with one from a previous instrument from their laboratory. The leak started when their vacuum system was obstructed and the wrong needle didn't resolve the issue. The fse performed the following: installed correct needle cartridge. Noticed probe wipe sticking with no errors. Ordered blood sampling valve (bsv) and replaced. No other issues were reported.

Manufacturer narrative:
The cause of the leak was a plug in vacuum system and an incorrect needle cartridge. (B)(4).